Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes reappeared, which the customer acknowledged and understood.